Manufacturer narrative:
The device in question was tested at the user facility and found to be within specification. Rohrer's clinical team reviewed best treatment practices for the device and patient with the user facility. Wound healed without further concern.

Event description:
3 days post treatment of skin resurfacing the patient reported inflammation, erythema, tissue erosion, and crusting. Provider instructed patient to keep clothing off skin, use gently cleanser, byacyn spray and occlusive. Patient referred to urgent care by provider for assessment. Patient was prescribed bacitracin, keflex and bactrim. Patient was given wound care instructions by urgent care provider. Provider reported a marked improvement noted within 48 hours.